Event description:
It was reported that during testing conducted at the manufacturer facility the pin collet was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly, the technician found the bearing near the nose of the collet was shattered. The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility the pin collet was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.